Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (MRI tech) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller was told by another hcp that pt's stimulator system was not working and the pt was planning on having the system removed. The caller didn't know if the pt's system didn't help therapeutically or if ins actually not working/was unresponsive. Technical services reviewed that ins was only 6 months old and that it would be unlikely for ins to be dead and to clarify with the pt whether the pt can put the device into MRI mode, so they can do an MRI. The caller had limited details about complaint.